Event description:
It was reported that the (B)(6) survey isolate was initially tested twice and an identification of leminorella sp 93.14% was obtained. Upon notification from cap of the incorrect result, it was reported that the customer reran the isolate from the original blood agar plate (bap) and obtained shigella sp. Customer stated they did not do anything different between the two runs as far as method. Qc was in range during testing of specimen. The correct identification of the isolate was shigella boydii per (B)(6) bacteriology participant summary report. There was no patient involved as this was a proficiency survey.

Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(6) survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Please refer to medwatch report number 2919016-2015-00047 for report of a similar event. (B)(4) .